Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0x7a1, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0x7a1 serial# implanted: (B)(6)2015: product type lead patient code c3303 applies to lead (lot# va0x7a1) only. Eval code-conclusion 22 applies to lead (lot# va0x7a1) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy. They report back pain near where the wire is placed and wants the device explanted due to the experienced pain. They went to the healthcare provider (hcp) where they received oral antibiotics for a possible infection, but the hcp didn't check the ins or leads. The patient further reports increasing stimulation, but then stated "the machine" is not working. Patient states their hcp didn't address the fact that they aren't feeling stimulation even though therapy was on. It was reported they are on program 2 at 1.2v and they increased it to 2.7v, but they couldn't feel stimulation. On the day of the call, the patient was switched to programs 1, 3, and 4 and stimulation was increased to 4.9v on all programs, but they still couldn't feel stimulation. No trauma/falls were reported that could be related to this issue, but the patient stated they work at a grocery store in the meat department where they lift heavy items. Patient will follow up with their hcp to have their ins and leads checked/tested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed no significant anomalies and passed final functional testing. Good, stable output was observed on all electrode pairs when referenced to one electrode. The telemetry was determined to be acceptable. Analysis of the lead model 3889-28 lot # va0x7a1 showed that all conductors were visually broken 6.5 cm from the distal end, at or near the tines. There were suspected tool marks on the insulation, the body of the lead was cut through/segmented, and the distal end was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va0x7a1, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturer representative. It was reported that the patient's ins was replaced on (B)(6) 2017 and that the lead was kept on the right side. The ins was on the left side, and the healthcare professional put the new ins on the right side. The original system had the lead crossing from the right sacral nerve to the left ins, which caused the patient pain since they were very thin. It was noted that patient worked for a grocery store and heavy lifting was suspected as the cause of patient's pain at lead site initially, which was around the end of (B)(6) 2017. Patient gradually lost therapy and the implant had open impedances with every electrode. It was mentioned that the lead was pulled out, or there was damaged to the seating of the lead. When the programmer was used to increase stimulation, the patient could not feel stimulation sensation. No furth ER complications were reported.